Event description:
The customer's mother reported that her son's blood glucose was 276 mg/dl. She noticed that the cannula did not deploy when the pod was activated. She was not able to provide the product lot number or further information.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the cannula to deploy or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result" and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get result that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."